Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the haptics got caught in the cartridge during insertion. The incision was enlarged to remove the lens.